Event description:
During a stress test, a code was pulled on a remote switch. However, it did not annunciate at the master station. Care giver notified switch board and the code was paged out. No adverse impact to pt.